Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough extrafloppy; guide catheter: heartrail. The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified; therefore no corrective action is required.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified lesion in the moderately tortuous proximal left anterior descending (lad) artery. Reportedly the 2.75x33mm xience xpedition stent delivery system (sds) was prepped; however, it is unknown if this was done inside or outside the patient's anatomy. The sds was advanced to the lesion without resistance; however, the balloon ruptured at 8 atmospheres (atm) during the first inflation and was removed without resistance. Reportedly, the stent implant was successfully deployed, thus no post-dilatation was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.